Event description:
Patient had redness on forearm where physician injected a small amount human-based collagen. Patient reported symptom resolution as of 03. Prior to symptom resolution a biopsy was performed to determine if the "reaction" was in response to the collagen. Biopsy results indicated this was not a hypersensitivity reaction to collagen.